Manufacturer narrative:
Device evaluation:the reported error code 43(sc mpu fs tx -15v monitor high hard error) after booting up was verified during service. The service technician observed that the ui was black, mpu board was defective and there was no output of back light pcb on ui. The issue will be resolved by replacing the assy system controller module and battery.preventative maintenance will be completed per specifications. Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported error code 43(sc mpu fs tx -15v monitor high hard error) after booting up was verified during service. The service technician observed that the ui was black, mpu board was defective and there was no output of back light pcb on ui. The quotation was rejected and returned to customer unrepaired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a bio-console 560 instrument it was reported that a display error 43 occurred after booting up. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation: the reported error code 43 (sc mpu fs tx -15v monitor high hard error). After booting up was verified during service. During preliminary analysis the ui is black, the mpu board is defective and there was no output of back light pcb on ui. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.